Event description:
Adverse event(s): "incomplete procedure" (no code available). Product problem(s): "burning smell" (device emits odor [laser]); "loud noise" (no code available [laser]). A tech reports at the beginning of a prk procedure, they heard a loud noise and a burning rubber smell came from the laser. The surgeon had to stop the procedure and call for service. The surgeon had already prepared the cornea for treatment and the laser showed 1% delivered when the laser stopped. A bandage contact lens was placed on the pt's eye and the pt was sent home. F/u info provided indicates the treatment was completed the following week and all went well. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4)